Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The grip unit was opened to separate the air/water cylinder from the air/water channel. The air/water cylinder flow was expelling foreign debris. The air/water channel insertion tube side was clogged. The debris expelled out of the air/water cylinder was the cause of clogged channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the air/water was clogged on the evis exera ii ultrasound gastrovideoscope. The issue was found during reprocessing. The device had been returned from repair and the same issue occurred. No patient harm reported. During the evaluation of the device, it was noted there was no flow. The air/water channel was clogged with debris causing an incorrect or insufficient reprocessing issue. This report is to capture the reportable malfunction of the clogged air/water channel with debris causing an incorrect or insufficient reprocessing issue noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the clogged air/water channel likely occurred due to damage inside the cylinder. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2022. Investigation activities have been opened, to manage the actions related to this report and any required MDR reporting.